Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a guide wire tip detachment occurred. The target lesion was located at the tibial artery. As the 300 cm v-14 controlwire was advanced to the lesion, it was noted that the guide wire tip broke off and got stuck on the distal part of the patient's leg. The device was removed but the detached fragment was left in the patient's leg. The physician got another 300 cm v-14 controlwire, however upon usage, the tip got mangled but did not come off. The physician then removed the guide wire along with the non-bsc catheter and the procedure was completed. No further patient complications were reported.